Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The pharmacist reported the following complaint " presence of particles in the syringe after the filtration step, other unit had to be used". Product was destroyed, not available for analysis.